Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the m.blue were determined. Permeability test: a permeability test has indicated that the m.blue has blockages. Computer controlled test: a test on the computer test bench is not possible due to the blockage. Adjustment test: the m. Blue valve was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational; however, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valve, deposits were found in m. Blue. Results: based on our investigation results, we can determine a blockage and non-adjustability on the m. Blue. The deposits visible in the valve have led to the functional impairments. Deposits caused by natural substances in the body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of proteins can impair the integrity of the valve. The investigation of the return shipment is completed with the preparation of this report. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that an m. Blue (#fx801t) was implanted during a procedure performed on (B)(6) 2023. According to the complainant, the shunt system caused an underdrainage and had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure.